Event description:
It was reported that the right atrial (ra) lead had high impedance and a possible fracture. A remote transmission showed a varying impedance trend and the physician saw a possible insulation break under fluoroscopy. It was also reported that the right ventricular (rv) lead had high impedance and a possible fracture. A remote transmission showed a rise in impedance trends. Also, the rv lead had high thresholds that had been rising since implant. The physician suspected that both leads had a clavicle crush. The ra lead was explanted and the rv lead was inactivated. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and there was tissue on the helix.